Manufacturer narrative:
Additional information: g4, h2, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the atrial fibrillation ablation, there was a pericardial effusion. After attempting to advance the sheath and ablation catheter into the coronary sinus from the right atrium for 30 minutes, an effusion occurred. The effusion was diagnosed following patient hypotension and confirmed by ultrasound. The perforation was at the level of the right atrium. A pericardiocentesis was performed to stabilize the patient. The patient was moved to intensive care, and the procedure was cancelled. The cause of the perforation was believed to be manipulation of the ablation catheter.